Event description:
It was reported that during a procedure, the distal part of the unit broke. It was further reported that the surgeon took another unit to complete the procedure without delay.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.